Event description:
It was reported that, "while doing a lap choile, the surgeon had his hand on the shaft of the electrode and received an electrical shock. There was a hole in his glove at the site of the shock. He was not injured. The patient nor the procedure was compromised."

Manufacturer narrative:
The device history records could not be reviewed as no lot code was reported. The actual device was examined by the quality engineer. It was returned with the lap electrodes still attached (medwatch 1320894-2007-00071). The device was plugged into an electrosurgical generator as received and tested. The device worked as designed to. There was no electrical leakage noted. There was no leakage of fluids from the irrigation tubing. We do not feel that the handpiece contributed to the reported incident. It was however reported that the surgeon had a hole in his glove at the location of the reported shock. It was also reported that he had his hand on the electrode when it was activated with the handpiece. It was this hand that received the shock. Not the hand that was being used to activate the buttons switches on the handpiece. We consider this investigation complete and the complaint closed.